Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the old controller was working fine. The rep re-entered all the adaptive stim voltages and they seem to be working now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller had not been working for the patient so they were trying something new and turning off during the day and on during the night. Lately the patient would have settings and turn on again and the stimulation would be at 0. They had only had the ins off for 3 days and the battery was still at 50-60%. They would turn on during the day and look at a and c and everything was at 0 again. The other day a still had numbers but b and c were all 0's. The patient had put all of the numbers back in. It was noted the patient's manufacturer representative stated it could be the controller, however it was reviewed all settings are stored in the ins and the patient was directed back to their healthcare provider to have the device programmed with adaptive stim. The patient stated she met with the manufacturer representative 2-3 months ago and stated they were not sure she checked before. The patient stated they thought the settings stayed. It was reviewed to make sure when changing the position the patient needed to be in position 5 minutes. The patient had never seen any pictures for adaptive stim and  was not sure whether she had anything programmed. While on the phone the patients settings were correct, however 30 minutes before they were not there and were at 0. It was noted that this all began one week ago. The patient could not confirm whether she saw an a in the top left corner. The patient stated that while sitting they went from 0-1.8v however earlier was sitting and stayed at 0. No symptoms were reported.

Event description:
Additional information was received from the patient. The patient reported that the issue of her controller showing all zeros continued. The patient was in so much pain, then she checked and saw all zeros. The patient wondered if the controller was causing the issue. The patient noted she had been speaking with a manufacturer's representative (rep) who recommended keeping track of what it was doing and now she had 3 days of information. The patient left a message for the rep and was waiting for the rep to call her back. The patient reported that all 3 of the programs were at zero point zero and c was the only one that had numbers on it so she left it on c then got up at 4:30 and b and a were still zero zero, then at 3 in the afternoon a had numbers and not b and c.the patient reported that the rep had given her the numbers to put back in and she had done that. The patient was confused when asked if they had remained in the body position for minutes after putting the number in. Adaptive stimulation function was reviewed. Reviewed how to lock the controller and that the patient could try to see if the issue was caused by her controller by removing the battery pack and monitoring of she noticed a return of pain and then putting the battery back in to check her settings and if the settings remained the same or if they were all zeros.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that their setting numbers went down to zero and implant was fully charged but the manufacturer rep wanted to replace the controller.

Manufacturer narrative:
Concomitant medical products: product ID: 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# nlf034785n implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no changes. It was changed in october to some new program. Pain in december had them check programmer - noticed on and off 0 settings. They called and could not solve anything then after a reset, it seemed to be working okay now. The patient was told that the rep sent the readout and they had not heard anything since.